Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure that system continued to detect cells in the plasma line in the centrifuge. The operator made changes to the patient hct, but the rbc layer was low. The patient is diagnosed with thrombotic thrombocytopenic purpura (ttp) and the terumo bct customer support specialist advised that the operator needed to contact the physician because of the diagnosis and this being the first treatment to confirm this is what the patient's plasma should look like. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.3a, a.4, b.5, b.7, d.4, h.6 and h.11. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per follow up with the customer, hemolysis was observed at the beginning on the second unit in the connector and the cassette. The system alarmed with ¿system continued to detect cells in plasma line¿. It is unknown if the hemolysis was due to disease state and hemolysis testing was not performed. The plasma bag was red and the solutions were correctly attached. The customer did not spin the product to test if the rbcs separated. There were no clots observed in the channel or channel lines and no medical intervention was required. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure that system continued to detect cells in the plasma line in the centrifuge. The operator made changes to the patient hct, but the rbc layer was low. The patient is diagnosed with thrombotic thrombocytopenic purpura (ttp) and the terumo bct customer support specialist advised that the operator needed to contact the physician because of the diagnosis and this being the first treatment to confirm this is what the patient's plasma should look like. Per follow up, the treatment was completed and the patient has been discharged home. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6 and h.11. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per follow up with the customer, hemolysis was observed at the beginning on the second unit in the connector and the cassette. The system alarmed with ¿system continued to detect cells in plasma line¿. It is unknown if the hemolysis was due to disease state and hemolysis testing was not performed. The plasma bag was red and the solutions were correctly attached. The customer did not spin the product to test if the rbcs separated. There were no clots observed in the channel or channel lines and no medical intervention was required. Root cause: a root cause assessment was performed for this complaint. Thrombotic thrombocytopenic purpura (ttp) is a medical emergency characterized by microangiopathic hemolytic anemia, which is the abnormal, rapid destruction of red blood cells. This condition arises from microvascular blood clots caused by a severe deficiency of the enzyme adamts13, leading to fragmented red blood cells (schistocytes). Based on the available information a definitive root cause for hemolysis could not be determined but it was most likely caused by the patient disease state. Other possible causes include but are not limited to the following: patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. * inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure that system continued to detect cells in the plasma line in the centrifuge. Further information reported that the hemolysis was observed at the beginning of the second unit in the connector and the cassette. The operator made changes to the patient hct, but the rbc layer was low. The patient is diagnosed with thrombotic thrombocytopenic purpura (ttp) and the terumo bct customer support specialist advised that the operator needed to contact the physician because of the diagnosis and this being the first treatment to confirm this is what the patient's plasma should look like. Hemolysis testing was not performed; and it was not confirmed at the time by a physician that the hemolysis was due to disease state. Further reporting from the customer alleged that the plasma bag was red, the solutions were correctly attached (0.9% normal saline, acda and freshly frozen plasma (ffp) and that there were no clots observed in the channel or channel lines. Per follow up, the treatment was completed, no medical intervention was required and the patient has been discharged home. The collection set is not available for return because it was discarded by the customer.